Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found that the power supply has malfunctioned and replaced the power supply. The cse tested voltages, performed the daily cleaning procedure and loaded the reagents. The cause of the smoke being emitted from the advia centaur instrument was due to a malfunction of a power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from an advia centaur instrument. The operator turned off the instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.